Manufacturer narrative:
No battery cap was received with insulin pump. No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error 25 due to j6 connector resistance issue. The insulin pump passed displacement test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 140mg/dl at time of incident. Customer noted that her changed battery multiple times and died battery within a day. Customer states that internal source was unable to charge and notification light did not stop flashing immediately. Customer mentioned that battery cap was damaged. Customer advised to insert new battery and monitor the pump. Insulin pump will not be return for analysis.